Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead sustained insulation damage. Additional information from the field representative indicated that the lead damage was discovered via x-ray. The rv lead was surgically abandoned. No additional adverse patient effects were reported.